Event description:
It was reported via sales rep that the ambulance was in an accident. The ambulance was hit by a trailer that came loose from another vehicle, injuring the medics inside the ambulance.

Manufacturer narrative:
The device was not evaluated, because it is recommended that any device involved in a traffic accident be removed from service.